Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset and walked the caller through the process. After the reset, the error code did not reappear, and the caller was instructed to wait 20 minutes before starting their sensor session, which they understood and acknowledged.